Manufacturer narrative:
The power supply was returned for investigation. There was no indication of abnormal heat seen on the printed circuit board power module. The power supply was replaced by the field service representative after this event. The fuse holder was not available for investigation. Based on the information provided, it can be assumed that the fuse was mechanically damaged when it was inserted. The damaged fuse then blew under normal operating conditions and broke apart into several pieces when the operator tried to remove it.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer was checking the f3 fuse on their integra 800 analyzer when he heard a sizzling sound and saw a small bit of smoke. The fuse holder was blackened and the fuse broke apart into several pieces. The customer used a small vacuum to remove fuse pieces from the fuse holder. There were no samples running or patients affected. The customer was not adversely affected by this event. The field service representative determined the event was due to an electronic failure in the power supply. He could not remove the fuse parts from the fuse holder. He replaced the power supply. The instrument powers on and initializes.